Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level (bg) of "high" although specific value not provided. Suspected cause was due to the customer¿s carbohydrate ratio and correction factor needing adjustments. Bg was addressed correction bolus via pump. Customer updated the carbohydrate ratio and correction factor setting to address the event.